Event description:
It was reported that during preventive maintenance on the cardiosave intra-aortic balloon pump (iabp), an issue was identified with the 12.1¿ lcd display.

Manufacturer narrative:
Due to character limit in block e1 initial reporter full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4,g2(report source), g3,g6, h6(clinical code), h11.

Event description:
N/a.

Event description:
It was reported by getinge fse that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) had issue with the 12.1¿ lcd display. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that display 12.1" lcd needed to be replaced. There has been no indication that the unit has been tested as per manufacturing specifications.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (component code).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e1 (event site email), g3, g6, h2, h3, h11.

Event description:
N.a